Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In addition, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) the dentist reported that 21 days after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity, immediate implant procedure was performed, fenestration occurred during surgery and bone graft was executed.